Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic following a vibrational alert. The device was interrogated and there was an alert delivered for low pacing lead impedance on the right atrial (ra) lead. There was also an episode of noise noted on the ra lead. The lead was capped and replaced and the patient was stable with no consequences.